Manufacturer narrative:
Returned product analysis revealed a tear in the balloon material. The cause of the balloon damage could not be determined.

Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured and a dissection occurred. The disseaction was repaired with an add'l stent. Pt status is listed as "ok".